Manufacturer narrative:
Sample was serum and centrifuged for 10 minutes at 3500 rpm. Per the customer, the sample appearance was clear and appeared to be of good quality. Qc was within the customer's established ranges during this event. A system check performed on (B)(4) 2011 met specifications. The customer was advised that the issue could be due to both preanalytical factors and instrument issues. The customer declined service as they were not questioning the instrument performance. A clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an erroneously elevated troponin (accutni) result within the risk stratification range for one (1) patient. The result was generated by an access 2 immunoassay analyzer, used in conjunction with access accutni reagent (lot 023756). The erroneous result was reported out of the lab and was questioned by the nurse treating the patient. Subsequent testing generated results within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.